Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 427 mg/dl which was lowered from blood glucose of over 500 mg/dl. Customer was not able to prime. During troubleshooting with plunger and a 5.0 unit manual prime, customer was able to resolve no delivery alarm. Customer was advised that supplies would be replaced.